Manufacturer narrative:
(B)(4). The reported event is confirmed as the visual inspection of the returned impaction head confirmed the product had fractured. The inspection also noted scratches, scuff marks, and a dent on the surface, which indicates excessive use. Dimensional analysis performed on the returned product found the part to be conforming per print specifications. The number of uses is unknown for the reported instrument. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. As the event is related to an instrument, implant compatibility is not applicable. The root cause is attributed to design deficiency. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a trauma nail procedure, the impaction head instrument fractured at the threads. No adverse events have been reported as a result of the malfunction.